Manufacturer narrative:
Of the reported two malfunctions, lot numbers were provided for both the malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for both the malfunctions. For one malfunction the investigation is confirmed for the reported difficult remove, tilt and perforation and for another malfunction it is confirmed for difficult to remove and tilt and inconclusive for perforation. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced difficult to remove, tilt and perforation. These information's were received from a various sources. Both the malfunctions involved patient with no patient consequences. A (B)(6) years old male patient weighs (B)(6) lbs and another (B)(6) years old male patients' weight was not provided.